Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.